Event description:
Boston scientific received information that the remote home monitoring system issued an alert for intermittent high out of range shock impedance measurements on the right ventricular (rv) lead. The clinic brought the patient in for evaluation and the alert was cleared. No further troubleshooting was performed and the field representative was unable to obtain any additional information. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that another alert was generated from the remote home monitoring system for intermittent high out of range shock impedance measurements. The field representative was unable to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted approximately three years later for reported normal battery depletion and returned for analysis.